Event description:
Customer called to report having had several low bgs episodes. Reportedly they had lost control of the car and ran it into a ditch. Patient was taken to the hospital and monitored overnight for bgs and injuries. At that time, it could not be determined whether or not the pump was at fault. The customer stated that a bolus was given however did not take enough insulin to cover for dinner because the bgs were low. Then it was stated that maybe the pump bolus was not accurate. Customer was experiencing no delivery alarms and would switch infusion sets to handle this. Although the customer does not feel the event is pump related, the md asked the customer to disconnect until a replacement was sent.